Event description:
It is reported that the hex head of the driver bit broke when the physician tried to remove a hinge pin.

Manufacturer narrative:
This report will be amended when our investigation is complete.